Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during basal delivery. Customer's blood glucose (bg) ranged from 300-564 mg/dl. The customer changed the pump supplies or simply cleared the alarms to address the occlusions/bg.